Event description:
Healthcare professional reported a right-side deflation and "multiple creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface and void >1 mm in non-textured. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Additional, changed and/or corrected data: h.3, h.6.

Event description:
Additionally, healthcare professional reported "multiple creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.